Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not rec'd. (B)(4).

Event description:
A consumer reported following an intraocular lens (iol) implant procedure that she had a lack of clarity and focusing issues. At night, a light streak appears around every light source that is blinding, making driving impossible. Add'l info was provided by the consumer following an eye treatment, one day postoperatively. She reported her surgeon removed scar tissue and this should resolve her vision issues within a few weeks. Add'l info has been requested.